Event description:
The customer reported issues with incorrect pump time. There was no adverse impact to the customer¿s blood glucose level with readings remaining above 54 mg/dl and below 500 mg/dl. Technical support assisted the customer in updating the pump time and advised monitoring for any future discrepancies, which the customer understood and acknowledged.